Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. It was reported to anika by the u.s. Food and drug administration (FDA) that a 55-year-old white male patient, weighing 72 kg was treated with orthovisc (lot # unknown) in the left knee and the patient reportedly had flare up symptoms. Patient reported the flare up to his doctor. Reaction to his entire body, itchiness in the forearms, feet, and face. The patient also reported having acute pain that lasted for hours at a time in the ribcage area and felt agitated, shifty, and felt as though heart rate was elevated. Patient also felt anxiety. Based on the information provided, there were no reported issues or abnormalities with the packaging or device prior to and during use. Additional information could not be obtained as there was no contact information. The current status of the patient is unknown. Patient comorbidities is unknown. The lot number was not provided therefore a review of the batch record was not performed. A retrospective review of the product retention logs was performed. There was no nonconformances related to the reported event. A review of the product stability study report was performed. The conclusion is the product has met all required specifications and tolerances. A supplemental report will be submitted upon receipt of new and relevant information is received. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 anika received a medwatch report mw5157539 from the FDA. A 55-year-old male patient received two doses of orthovisc on an unspecified date in the knee. This report is to address the second injection the patient reportedly received on an unspecified date. The patient reported that after the fourth day, experienced flareup. Patient reported feeling itchy in the forearms, feet and face. The patient reported experiencing pain in the ribcage. The patient reported feeling agitation and elevated heart rate. The patient reported the symptoms subsided to a tolerable level. The current status of the patient is unknown. There was no report of any device malfunction. Medical records are not available. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 06august2024 anika received a medwatch report mw5157539 from the FDA. A 55-year-old male patient received two doses of orthovisc on an unspecified date in the knee. This report is to address the second injection the patient reportedly received on an unspecified date. The patient reported that after the fourth day, experienced flareup. Patient reported feeling itchy in the forearms, feet and face. The patient reported experiencing pain in the ribcage. The patient reported feeling agitation and elevated heart rate. The patient reported the symptoms subsided to a tolerable level. The current status of the patient is unknown. There was no report of any device malfunction. Medical records are not available. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.